Event description:
It was reported that the customer experienced a bent sensor cannula and was unaware if she received any alerts related to the sensor's bent cannula. The customer's blood glucose was 400 mg/dl and was high due to basal rate settings. The customer stated that she was going to her doctor soon and that she would contact him to bring down her blood glucose levels. The customer treated herself with an insulin pen. The customer further mentioned receiving a no delivery alarm. The customer stated that the alarm was resolved through an infusion set change. The customer declined troubleshooting for her high blood glucose levels. Advised to call back at the time of the issue in order to troubleshoot properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.